Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 124 mg/dl and sensor glucose was 56 mg/dl at the time of call. The customer's blood glucose was 90 mg/dl at the end of call. The customer stated that the sensor glucose was low but the actual blood glucose was not when it triggered the threshold suspend feature. The customer stated that there were no issues with the site and there were no bent cannulas. The customer was advised to turn the sensor feature off for 2 to 4 hours then turn it back on and perform reconnect old sensor. The sensor will not be returned for analysis.